Manufacturer narrative:
Correction: blocks b5, d7a, e3 and h6 have been updated due to correction being noticed. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. Block e1: this event was reported by the patient's legal representation. Implantation and removal surgeries were both performed by: (B)(6). Block h6: patient codes e2006, e1309, e1405, e1301, e2330, e1310, e1906 and impact code f19, capture the reportable events of vaginal erosion; urinary retention, dyspareunia; dysuria; pain; urinary tract infection and leukocytes in urine; infections; and additional surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an advantage fit mid-urethral tvt sling placement + cystoscopy procedure performed on (B)(6) 2016 to treat stress urinary incontinence. On (B)(6) 2016, patient presented to the clinic with concerns of discomfort during intercourse, stating her husband feels a knot or string along the inside of her vagina on the right side during intercourse. Patient was also found to have postmenopausal atrophic vaginitis, urinary tract infection and unspecified inflammatory disorder of the vagina (appears to have been coded in the medical records to account for the mesh exposure and planned excision). On (B)(6) 2016, patient underwent excision of vaginal erosion, excision of the portion of the sling, cystoscopy and vaginal packing. During the procedure, when the erosion was mobilized, it was found that a portion of the sling was included in the erosion. The erosion was carefully excised and that portion of the sling that was involved was also excised carefully to avoid further infection or erosion. In addition, there was a small portion of the vagina that felt as adhesions and that portion was transected, which further released the tension in the vagina. Patient was transferred to recovery in stable condition. On (B)(6) 2016 the patient was seen for her post-op appointment and had no complaints or concerns about the surgery and denied any pain. Patient was seen (B)(6) 2020 for dysuria, frequency, urgency, and urinary hesitance likely due to recurrent uti and was prescribed macrobid. It was additionally reported that the patient experienced chronic pelvic pain but additional details were not provided.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. This event was reported by the patient's legal representation. Implantation and removal surgeries were both performed by: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an advantage fit mid-urethral tvt sling placement + cystoscopy procedure performed on (B)(6) 2016 to treat stress urinary incontinence. On (B)(6) 2016, patient presented to the clinic with concerns of discomfort during intercourse, stating she feels a "knot or string" along the inside of her vagina on the right side. Patient was also found to have postmenopausal atrophic vaginitis, urinary tract infection and unspecified inflammatory disorder of the vagina. On (B)(6) 2016, patient underwent excision of vaginal erosion, excision of the portion of the sling, cystoscopy and vaginal packing. During the procedure, when the erosion was mobilized, it was found that a portion of the sling was included in the erosion. The erosion was carefully excised and that portion of the sling that was involved was also excised carefully to avoid further infection or erosion. In addition, there was a small portion of the vagina that felt as adhesions and that portion was transected, which further released the tension in the vagina. Patient was transferred to recovery in stable condition. Patient was seen (B)(6) 2020 for dysuria, likely due to recurrent uti and was prescribed macrobid. Boston scientific has been unable to obtain additional information regarding the event to date.